Manufacturer narrative:
Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53664876) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).

Event description:
On (B)(6) 2020, genmark was advised of unexpected positive results associated with two samples, for sars-cov-2 on the rp2 panel tested on (B)(6) 2020. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was a signal detected for sars-cov-2. This event occurred during validation. One sample reported sars-cov-2 positive on eplex rp2 while it reported negative on a comparator, cepheid's xpert xpress sars-cov-2 assay. An additional sample reported negative for sars-cov-2 on cepheid's xpert xpress. A third sample from the same source, was tested on eplex rp2 producing positive results for sars-cov-2.